Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient complained of occasional chest pain either in the left center of the chest of behind the left nipple area. During a device check, the patient felt the chest pain during the ventricular lead testing and needed a minute of time to recover from feeling "unwell" at the conclusion of the testing. The lead was thought to be perforated; however, ultrasound did not show a perforation or tamponade. The physician then determined that the pain was "atypical chest pain" resulting from ventricular pacing. The ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, the inner insulation was kinked/buckled, ther outer insulation was breached cut, there was blood in/on the helix mechanism, there was tissue on the helix, the lead was stretched, and there was apparent explant damage.